Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient experienced a fall approximately ten days prior to death, during which they suffered severe spinal damage. It was reported that the patient expired as a result of the severe spinal damage caused by the fall. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Report is incomplete because device tracking information for the bipolar lead was not forwarded to manufacturer at time of implant and no response has been received to manufacturer's request for additional information from treating physician.

Event description:
Further follow-up revealed that the pt experienced a >25% reduction in seizures with vns therapy. No autopsy was performed. Physician indicated that the circumstance of death was a fall that resulted in cervical spine shock. The ncp system was not explanted.